Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to low blood glucose level on (B)(6) 2021. The current blood glucose level was 178 mg/dl. Customer was unconscious, rushed to emergency room and hospitalized overnight and treated with 2 glucagon shots. Customer had been using insulin pump within 48 hours of reported. Customer stated that the auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.